Event description:
Per the clinic, the patient underwent an MRI scan "around (B)(6)" 2012 (exact date not reported), to facilitate treatment of an unrelated liver condition. The internal magnet was left in place and no precautions were taken. Subsequent to this event, the patient experienced tenderness around the implant site and difficulty attaching the external coil of the sound processor. The patient underwent revision surgery (date not reported), to replace the internal magnet. The internal device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent revision surgery (B)(6) 2012, to replace the internal magnet that had become dislodged. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.